Manufacturer narrative:
Physio-control evaluated the device and though the issue was verified through data, while physically testing it, physio was unable to duplicate the reported issue. The cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that their device spontaneously powered off on 2 occasions. The customer was not sure if it powered off or power cycled. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Through review of electronic device data, it was determined that the device lost power. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device spontaneously powered off on 2 occasions. The customer was not sure if it powered off or power cycled. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.